Event description:
Meter name: one touch basic enhanced, strip name: unk, meter code: unk strip code: unk, strip storage: unk, symptoms: tired, swell up and sweating. A pt reported they were seen in ER. Their meter allegedly would only prompt insert strip. The result on their meter was unable to test. The result on the ER meter was 356. No comparison between pt's meter and ER. Treatment was insulin shot and a pill, pt was sent home 2 hrs later. No further info has been reported.